Event description:
Reporter indicated a patient developed an infection at the vns generator incision site in the chest due to picking at the incision. The patient was sent to a wound clinic and placed on augmentin antibiotics. In addition to the infection, the patient had a hematoma on top of the generator incision site. The hematoma was evacuated in the office, but the wound opened up and the vns lead is visible in the generator site incision. The cause of the hematoma is unknown. The wound site and hematoma fluid was cultured and results were negative for both. Aggressive local wound care is planned, and wound closure surgery with a rotational flap is planned for (B)(6) 2011. The patient is currently on amoxicillin antibiotic. The patient's current condition is guarded but optimistic per the reporter.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.